Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device would not open once introduced through the trocar. No further information is available. No patient consequences were reported.